Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis (pd) therapy. It was unknown if the patient was hospitalized at the time of death. The cause of death was not reported. It was not reported if therapy was ongoing at the time of death. It was unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4).the device has been received, however, the evaluation of the device has not been completed yet. Upon completion of the evaluation or if additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of the event history log revealed no failure, malfunction or iipv events that could have caused or contributed to the reported problem. The device underwent homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification related to the reported problem. Internal and external inspection was performed and no issues were noted. The passed accuracy confirmation and temperature verification testing. The device pneumatic system functioned normally with no leaks noted. A short simulated therapy was completed successfully. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. No failure or malfunction or iipv event was identified that could have caused or contributed to the home patient passing away. The cause of the reported event could not be determined. The device will be sent to service. Should additional relevant information become available, a supplemental report will be submitted.